Event description:
It was reported that after deployment of the coil into the basilar tip aneurysm, angiography revealed extravasation of blood. The physician administered protamine sulfate (unknown dose) and deployed 4 coils. There were no reported clinical consequences to the patient, the patient was reported to be "fine".

Event description:
It was reported that after deployment of the coil into the basilar tip aneurysm, angiography revealed extravasation of blood. The physician administered protamine sulfate (unknown dose) and deployed 4 coils. There were no reported clinical consequences to the patient, the patient was reported to be "fine".

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, vessel rupture is a known risk associated with endovascular procedures and is listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Subject device remains implanted.